Event description:
The customer stated he was taken to the emergency room with high blood glucose readings of 596 mg/dl. Troubleshooting was performed. The insulin pump was programmed correctly and it passed the prime test. The tubing clamp was not available to run the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.